Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. The serial number of the cycler used was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported abdominal pain. There is no documentation that supports a causal relationship. Due to the lack of sufficient information it cannot be determined what may have led to the patient¿s abdominal pain. At this time, there have been no reported allegations of a liberty cycler malfunction or product deficiency associated with the patient¿s abdominal pain. Although a causal relationship could not be confirmed, a temporal relationship between the patient¿s pd therapy and the report of abdominal pain that required hospitalization remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
This is a report of a peritoneal dialysis (pd) patient who was hospitalized due to abdominal pain. The patient was hospitalized overnight. Details surrounding the patient¿s hospitalization course, including treatment rendered, are unknown. The peritoneal dialysis registered nurse (pdrn) reported that the patient¿s pd effluent culture did not yield any microorganism growth. The etiology of the patient¿s abdominal pain was unknown. The patient continued therapy without any further issue. Should additional information become available, the file will be reassessed and updated accordingly.